Manufacturer narrative:
The reported event of failure to connect was confirmed. Analysis reveals the left ventricular (lv) setscrew was tightened down and preventing the lv lead to fully enter the lead bore. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During a routine device replacement procedure, the left ventricular (lv) lead was unable to be inserted into the header of the replacement device. Upon investigation, epoxy was noted to be partially blocking the lv lead port of the device. Another device was used to complete the procedure. The patient was in stable condition.